Manufacturer narrative:
Unit was received and evaluated. It was apparent that the unit has seen very extensive use and was due for recommended factory service. Failure to operate correctly was caused by a leak in the system. The leak was the result of a missing screw in the compression control valve manifold. The unit has been in service for over seven years and the screw had worked loose and came out.

Event description:
A patient was found unresponsive and upon arrival paramedics determined there was not pulse. Patient was in cardiac arrest. CPR procedures were initiated and an attempt was made to apply the thumper. Immediately a significant oxygen leak was noted resulting in a loss of compression pressure. Thumper was removed and manual CPR was performed for the duration of the resusitation effort. The patient had not been revived when released to hospital staff.